Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer was hospitalized due to hyperglycemia on an unknown date. The customer¿s blood glucose level was over 847 mg/dl at the time of incident the customer was assisted with troubleshooting. The customer was treated with insulin during hospitalization. Customer experienced multiple blood glucose values such as 158 mg/dl, 311 mg/dl, 402 mg/dl and 600 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated no symptoms related to high blood glucose. Customer stated that the auto mode feature was actively on at the time of high blood glucose event. Customer stated that the insulin pump was not alleging under delivering. The insulin pump will not be returned for analysis.